Event description:
Device 1 of 2 reference MFR. Report: 1627487-2014-03416. It was reported the patient experienced a csf leak during her lead revision procedure (reference MFR. Report: 1627487-2014-21288). As a result, the patient experienced headaches, "echoing" in her ears and pain in the back of her head and neck. Diagnostics identified low impedance values. The physician advised the patient to lay down and drink plenty of fluids. Follow-up identifies the issues have resolved without intervention and the patient is "doing well."

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.